Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review was conducted. The report indicates that the: 03.812.310 / 7914435, manufacturing location: (B)(4), manufacturing date: 05. June 2012. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4), ¿sterility documentation was reviewed and determined to be conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the inspection of the returned device, it was noted that the tip of the device is damaged (the end part is missing). No patient was involved. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: received on t-pal small trial implant size 10 part 03.812.310, for manufacturing investigation. The article is in a used condition. The knob at the end of the shaft is broken off. During manufacturing investigation the hardness and the diameter next to the breaking point have been measured. Both results are within specification. Therefore a manufacturing related issue can be excluded. The breakage of the applicator inner shaft has been caused due to high mechanical force which was applied during use. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.